Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device data logs. However, the device was put through bench handling, charging and shock testing on a simulator, and defib cycle testing using a test battery without duplicating the report. The log suggests there was insufficient energy in the event battery to charge the device. The device was recertified and returned to the customer. The battery used during the event was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a 51-year-old male patient, the device failed to charge to set energy. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.